Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00007271 the results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient lost effective therapy and experienced discomfort at the ipg site. Investigation was unable to identify which lead attributed to loss of effective therapy. Patient underwent surgical intervention wherein the entire system was explanted to address the issue.